Manufacturer narrative:
As reported, the powerflex pro balloon catheter (10 mm 4 cm 80 cm) ruptured when delivered to the target lesion for inflation. The product was removed intact in one piece from the patient. It is unknown how the procedure was completed but it was finished successfully. There was no reported patient injury. The target lesion was unknown. The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was stored and handled per the IFU. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally by maintaining negative pressure. However, the powerflex pro balloon catheter (10 mm 4 cm 80) ruptured when delivered to the target lesion for inflation.  The product was not returned for analysis. A device history record (DHR) review of lot 17530901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.  The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (although unknown) may have contributed to the reported event as calcification/resistance lesions may cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the powerflex pro balloon catheter (10 mm 4 cm 80) ruptured when delivered to the target lesion for inflation. There was no reported patient injury. The target lesion was unknown. The vessel level of tortuosity and calcification are unknown. The rate of stenosis is unknown. The device was stored and handled per the IFU. There was no difficulty removing the stylet or any of the sterile packaging components. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. The device was prepped per the IFU. The device was prep normally by maintaining negative pressure. However, the powerflex pro balloon catheter (10 mm 4 cm 80) ruptured when delivered to the target lesion for inflation. The product was removed intact in one piece from the patient. It is unknown how the procedure was completed but it was finished successfully.